Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device received alarm - error codes / messages, linear sensor. There was no patient involvement.

Event description:
The customer reported that the device received alarm - error codes / messages, linear sensor. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 12jul2013 to 29dec2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair.